Manufacturer narrative:
Unknown if device caused or contributed to a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Occurrence of redness 2 to 3 weeks after the glue application, after mammary surgery. No further details at this time.